Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, three days post-implant, the patient had ventricular fibrillation (vf); the patient had a vf storm with 11+ shocks from their implantable cardioverter defibrillator (ICD). The patient was started on intravenous therapy and recovered. Based on the available information, including the occurrence of the event three days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post ventricular assist device (vad) implant, the patient had ventricular fibrillation (vf). It was stated that the patient had a vf storm with 11+ shocks form their implantable cardioverter defibrillator (ICD). The patient was started on intravenous (IV) therapy and recovered. The vad remains in use. No further patient complications have been reported as a result of this event.